Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a different serial number¿s jnj lens case. A non-jnj opened inner pouch with customer notes and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two complaints from this production order number, however the reported issue of those complaints are unrelated to this reported complaint and no product deficiencies were identified in those cases. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 intraocular lens(iol) was explanted from patient''s right eye in a secondary surgical procedure due to patient discomfort and too much monovision. No medical/surgical interventions such as vitrectomy, sutures or incision enlargement were performed. The replacement lens used is a same model but higher diopter 20.0. No further information was provided.